Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had dislodged. During an attempt to remove and reposition the lead, the helix of the lead could not be retracted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.